Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -6.5 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a same size , different diopter toric lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found optic torn and haptic torn and bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).